Event description:
Consumer received second degree burns on the back of her neck from the heating pad. The burns have resulted in scarring. The consumer was laying on the pad at the time of the incident which is contrary to proper use instruction.